Event description:
At five months follow up, the surgeon reported that the results of a cbct showed no integration of the bone graft in patient.

Manufacturer narrative:
The contribution of the devices to the experience reported has not be determined as the devices have not been returned for evaluation.